Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) found on the home choice (hc) device during use. The baxter technical representative (tsr) explained the alarm, however was unable to find the source of the alarm. The tsr assisted the hp to remove the cassette, advised to discard all current supplies and continue therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because, the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.